Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative, regarding a patient who was implanted with a neurostimulator (ins). It was reported that the impedances are normal. The patient uses stimulation on all the time with 2 programs within one group and is getting good therapy for low back and legs. Over the past month intermittently, the patient has been feeling a burning at the battery site. The sensation is not associated with charging. While the rep ran an impedance test the patient reported that she could feel stim turn off and the burning sensation got worse. Rep stated that the ins feels like the stimulator is above the belt line on the right side. The patient said that the burning is becoming worse and recently it feels like it is radiating. Prior to implant the patient said that she had groin pain that wrapped around the leg and into the toes but she doesn't have that pain any longer. The patient said that she has had difficulty sleeping because the pocket feels hot. The patient also had a fever and a cold recently have seemed to go on for a long time. The active programming parameters were as follows: b1 +1 -2 -3 +4 360 us 60hz 10.2mab2 + -10 -11 +12 360 us 60hz 10.2ma. The amplitude varies between 9.8 and 10.2 ma. The caller provided the following impedance values: ref 1 2 940 3 940 4 950 ref 3 2 940 4 910ref 9 10 960 11 970 12 950ref 10 11 960 12 980tss. Troubleshooting options were reviewed with the caller. The patient did not want to turn stimulation off because she felt like it was necessary to have the therapy active. The caller will follow up with the md to evaluate the pocket and symptoms. Additional information received from a manufacturer representative (rep). It was reported that the cause was not determined. The patient was sent to a neurosurgeon for a possible pocket revision/battery change. No further complications were reported.